Event description:
A few days following successful implant of the gore tag thoracic endoprosthesis, an obstruction at the proximal end of the device was observed under angiography. The obstruction of the device lumen lead to malperfusion of the abdominal aorta distal to the device. Thus, approximately one month later, the device was surgically removed. The pt was fine at the end of the re-intervention procedure.